Event description:
The customer contact reported the device left channel was overheating and alarmed with a s215 (fan failure) malfunction alarm code. The pump was returned to the biomedical department for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, a s333 (overtemperature-psc, left) and s215 (fan failure) malfunction alarm codes were noted, further testing found the device did not pass the touchscreen test and would not calibrate. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.